Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive, due to poor sample condition. One photograph of a 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed the proximal end of the extension leg of the sample was wrapped in a sort of dressing and could not be seen. The clamp and the distal half of the extension leg as well as the suture wing hub and some length of the catheter could be seen in the returned photograph; however no breaks, splits, or other damage could be seen on the sample. Possible contributing factors of a leak include sharp instrument damage, material fatigue, and chemical exposure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was removed on (B)(6) 2017 due to leaking at hub/extension connection site. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive, due to poor sample condition. One photograph of a 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed the proximal end of the extension leg of the sample was wrapped in a sort of dressing and could not be seen. The clamp and the distal half of the extension leg as well as the suture wing hub and some length of the catheter could be seen in the returned photograph; however no breaks, splits, or other damage could be seen on the sample. Possible contributing factors of a leak include sharp instrument damage, material fatigue, and chemical exposure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was removed on (B)(6) 2017 due to leaking at hub/extension connection site. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was removed on (B)(6) 2017 due to leaking at hub/extension connection site. No patient injury was reported.